Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a broken/loose cable and the instrument could not be used anymore. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirm the customer reported complaint. Upon visual and microscopic inspection, no cable or conductor wire damage was observed. The electrical continuity test passed. Instrument was placed on system and passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. Bipolar energy cord was successfully connected to generator and instrument. Energy activation test was then conducted on system. Wet sponge was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. In addition, the instrument was found with thermal damage at the yaw pulley. Black char marks were observed the grip base. Any material missing is likely to be thermally induced rather than mechanically induced. This failure is typically associated with mishandling/misuse. Failure analysis found the additional failure of thermal damage to the bipolar yaw pulley to not be related to the customer reported complaint. The electrical continuity test still pass and there was no insulation damage observed to the conductor wire.